Event description:
It was reported the patient experienced a loss of stimulation due to difficulty charging the implantable pulse generator (ipg). Troubleshooting efforts were unsuccessful and x-ray imaging taken in the field confirmed the ipg had not flipped in the pocket. The patient underwent a revision procedure where the ipg was replaced and did well post-operatively.

Manufacturer narrative:
Analysis of the returned sc-1200 serial (B)(6) by engineers revealed the ipg was in the hibernation state but was able to be fully charged in one charging cycle. The device passed all functional and electrical tests, and the battery depletion rate was within the expected range. Analysis of the device memory revealed no anomalies related to the functionality of the ipg. However, a low charge current was noted which is indicative of sub-optimal charging practices thus causing low battery voltage resulting in the reported loss of stimulation.

Event description:
It was reported the patient experienced a loss of stimulation due to difficulty charging the implantable pulse generator (ipg). Troubleshooting efforts were unsuccessful and x-ray imaging taken in the field confirmed the ipg had not flipped in the pocket. The patient underwent a revision procedure where the ipg was replaced and did well post-operatively.